Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving hydromorphone, bupivacaine, and clonidine via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient¿s pump had been beeping with the non-critical alarm since it was refilled last month. The agent confirmed that the pump had reached a low reservoir status prior to the refill. It was noted that the patient had also had an MRI previous to the refill. The agent reviewed information around concurrent alarms and advised the caller on how to silence the active alarm which resolved the issue.